Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that following pulse field ablation (pfa) therapy using the farapulse system with a farawave catheter in basket mode in the left superior vein, the patient became asystolic for 42 seconds. When pacing was initiated, the patient heart rhythm returned spontaneously. The patients current condition is unknown, and it is unclear whether additional intervention will be required once the patient awakens from anesthesia. A non boston scientific catheter had been used for mapping prior to the event. The physician was unable to determine the cause of the adverse event.

Event description:
It was reported that following pulse field ablation (pfa) therapy using the farapulse system with a farawave catheter in basket mode in the left superior vein, the patient became asystolic for 42 seconds. When pacing was initiated, the patient heart rhythm returned spontaneously. The patient current condition is unknown, and it is unclear whether additional intervention will be required once the patient awakens from anesthesia. A non boston scientific catheter had been used for mapping prior to the event. The physician was unable to determine the cause of the adverse event.

Manufacturer narrative:
H6: impact codes - updated investigation summary: based on the available information, although no product has been returned, we have determined that the asystole is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return, therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that asystole is addressed as a potential procedural complication when using farawave. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of asystole is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of asystole is a known inherent risk of farawave. As stated by the instructions for use, there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.